Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro console. Visual examination of the device showed the console advancer electrical connector was partially chipped. The electrical connector was part of the front housing assembly, it was replaced and the issue resolved. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for procedure. During preparation, the electrical cable console connection was damaged and unable to connect. As a result, the procedure was cancelled. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. A rotapro console was selected for procedure. During preparation, the electrical cable console connection was damaged and unable to connect. As a result, the procedure was cancelled. No patient complications were reported.